Event description:
It was reported that a pt could no longer perceive magnet mode stimulation and when diagnostics were performed, high lead impedance readings were obtained. No x-rays were ordered. There were no reports of pt manipulation or trauma that could have caused or contributed to the high lead impedance and there were no programming or medication changes made prior to the onset of the event. There was a gap in appointments between 2008 to now as the pt was unable to attend appointments during that time frame. The pt's device was programmed off and a full revision is likely to address the issues; however, surgery has not yet occurred.